Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A patient¿s family member reported that the patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) therapy for renal replacement therapy (rrt) since (B)(6) 2021, was hospitalized for peritonitis and transitioned to hemodialysis (hd). Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value not provided) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) and intravenous (IV) antibiotics (drug, dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for enterococcus on (B)(6) 2021, and the patient¿s antibiotic regimen was continued. The pdrn attributed causality to poor hand hygiene (touch contamination) after using the restroom. Per the pdrn, the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided), and the patient was transitioned to hd. The rationale for the transition was to allow the patient¿s body adequate time to clear the infection. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 and began undergoing outpatient hd therapy the following day. The cycler set is not available to be returned for physical examination.

Event description:
A patient¿s family member reported that the patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) therapy for renal replacement therapy (rrt) since (B)(6) 2021, was hospitalized for peritonitis and transitioned to hemodialysis (hd). Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value not provided) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) and intravenous (IV) antibiotics (drug, dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for enterococcus on (B)(6) 2021, and the patient¿s antibiotic regimen was continued. The pdrn attributed causality to poor hand hygiene (touch contamination) after using the restroom. Per the pdrn, the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided), and the patient was transitioned to hd. The rationale for the transition was to allow the patient¿s body adequate time to clear the infection. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 and began undergoing outpatient hd therapy the following day. The cycler set is not available to be returned for physical examination.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the adverse event of peritonitis (characterized by abdominal pain and cloudy effluent), which warranted hospitalization, antibiotic therapy, and the transition of modality to hd. Causality was attributed to poor hand hygiene after using the restroom. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Enterococci are part of a humans¿ normal intestinal flora and are frequently linked to technique failure. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.